Event description:
In this event it was reported that cap unscrewed from a tradition handpiece and fell in patient's mouth. The reported complaint did not result in an injury or need for intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note, the device was received with no description of an issue. The customer was contacted on (B)(4) 2015 and that is when we learned of the malfunction issue. As received, the handpiece could support the reported complaint however, a root cause could not be determined. Production and quality testing of the handpiece was not performed as the device was not in working condition. Multiple dimensions on the head and cap were checked by production personnel and all were found to be within specification. The handpiece was then microscopically evaluated by quality personnel. Microscopic evaluation revealed minor debris within the cap and head cavities. Microscopic evaluation also revealed damage on the rotor blades. Some rubbing marks were seen within the head cavity. Instability of the set due to a cap end bearing retainer failure plus the use of a large diamond bur could have created additional vibrations in and about the head, encouraging the cap to come off during use. However, this theory could not be proven as the set was inoperable as received.